Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient moved and their sons helped them pack and their handset got packed away and they can't find it. Patient stated their system has gone haywire. Patient can no longer feel their toes or fingers or hold anything in their hands. It hurts to walk. Patient has pins and needles. Sometimes they go straight to their brain causing a migraine. Not patient is peeing themselves. It is in both hands and toes and it is hard to walk. It has been going on a good month or better and getting worse. Patient said they moved in (B)(6) 2023 and it was doing it before they moved. It has progressively gotten worse. Transferred caller to sunmed to get a replacement handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They stated they were experiencing pain and tingling sensations. They repeated information regarding the ins going "totally out of control"/going crazy and that they lost the handset. The patient said they could not use their hands anymore and their arms wouldn't lift because they had no strength. The patient added that the pins and needles they felt in their fingers had gotten worse to the point that it felt like there were nails driving into their hands and arms. The patient said they were in chronic, severe pain in their arms and legs. The patient said all of these symptoms had gotten worse since they last called. The patient said they went to the ER, and the ER told them to call their doctor. The patient said they have been calling their doctor continuously, but their earliest they can be seen is (B)(6) 2024. The patient stated that they needed a manufacturer representative (rep) to come program their handset so they could use their hands again. The patient said they had not received a replacement handset yet and had not heard from sunmed. Agent warm transferred the patient to sunmed where the agent stated that the patient had already spoken with a sunmed agent today. The agent stated that sunmed is pending a prescription from the patient's doctor. Agent also sent an email to the field to provide visibility of the patient's situation. Patient services also redirected them to their doctor as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.